Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to flattened all buttons dome switch.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer was recommended to remove the battery for 2 hours and insert a new battery after 2 hours. The customer stated that the escape button does not respond. The customer will be sent a replacement pump.